Event description:
It was reported that t1 and t2 deploy together. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
Visual assessment of the sample (a) showed no suture or ts remain on the delivery needle or were returned for examination. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Do not push the deployment slider twice or the second implant will deploy prematurely. Visual assessment of the sample (b) shows t1 is free from the delivery needle. The actuator is in its t2 pre-deployment position indicating a trigger advancement and deployment of t1. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended, t2 deployed as a result of the test. This device was not returned in the condition of the reported complaint of simultaneous deployment. Further investigation is not warranted at this time.